Event description:
It was reported that a mesh sample was collected during a field visit as there was doubt about the genuinity of the product available in chemist shops around the hospital. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows multiple labeling discrepancies were identified, for example, incorrect manufacturing and expiration dates. In addition, the writing style and font of the product artwork did not match the information on file. Based on the photo received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Counterfeit product hence DHR not performed. To date, it has been reported that the device will not be returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4).